Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when the customer removed the sensor, there was no electrode. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the sensor had no response with the transmitter. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used partial sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Missing one insertion needle.